Manufacturer narrative:
Three-used company cartridges were returned. The cartridges were indicated to be for two files from the same facility related to a lot. As the product could not be separated due to no identification, the results will be placed in both files. The three used company cartridges were microscopically evaluated. All three returned used cartridges exhibited inadequate viscoelastic. Tip stress was observed. No foreign material was observed. The three used company cartridges were cleaned for further evaluation. The three cartridges met specs for the presence of topcoat. All three cartridge tips exhibited internal damage with disruption in the coating. A qualified lens model/diopter and handpiece were indicated. A non-company viscoelastic was used. The root cause for the reported complaint could not be determined. Based on the review of the returned used company cartridges, the reported foreign material may have been internal coating material from the damaged company cartridge tip. All three returned used company cartridges appeared to have inadequate viscoelastic. The instructions for use (IFU) instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. A non-company viscoelastic was indicated. The IFU instructs that the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the originator indicating that further information is not available at this time.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There was 1 other complaint in the lot-same facility. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with implantation of an intraocular lens (iol), foreign material was noted on the back of the lens. The foreign material was removed by irrigation and aspiration (I/a) during the initial procedure. There was no patient harm. The surgeon considers that this was caused by multiple causes (coating materials of cartridge, oldness of injector, thickness of iol etc.) Additional information was requested.